Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had too high downstream occlusion at 20.61 and 21.22 pounds per square inch. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "unit has too high downstream occlusion at 20. 61 and 21. 22" was not reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The cause of the condition could not be determined. The force sensor, tubing guide and downstream pusher will require replacement per service procedure. Should additional relevant information become available, a supplemental report will be submitted.